Event description:
Customer reported taking prescribed insulin after which he received an advantage system blood glucose (bg) result of 111 mg/dl. He then had an incident of hypoglycemia requiring treatment by layperson 30-45 minutes later. Paramedics were called, did not treat, but reported blood glucose results of 78 mg/dl on the professional system and 150 mg/dl within 10 minutes on the advantage system; 83 mg/dl on the professional system and 167 mg/dl within 10 minutes on the advantage system. A request was made for the return of the system, replacement was sent.